Event description:
It was reported that the PICC was placed on (B) (6) 2010 and checked under x-ray and found to be in too long. The connector had been attached and then taken off as the PICC was pulled back and the connector replaced once again. The pt went on to have chemo as the placer felt if it had not been attached correctly, the PICC would have not allowed the chemo to be given. The pt went home with an infusion pump, they felt that night it had leaked and came back into the hospital following day where the nurse opened the dressing and found only a connector to be seen. On x-ray it confirmed that the PICC had come all the way into the atrium. On (B) (6), pt then went for an interventional snare procedure.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number.